Event description:
It was reported that during procedure an error occurred on the anspach console. Doctor was instructed to slowly press down on the foot pedal off the bone surface. Then the anspach drill was switched and finally re-booted to clear the error. There was a short delay with no patient impact.

Manufacturer narrative:
H3, h6: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. It was reported that shutting down and rebooting the navio fixed the issue. This is indicative of a false anspach e2 error, when the e2 error (which typically indicates a jam) presents itself without a jam and can only be resolved with a system reboot. In these cases, the e2 error cannot be cleared by all other troubleshooting methods including checking the drill collar, removing the bur from contact with the bone and slowly depressing the foot pedal, changing drills, and verifying an unlocked bur by spinning the bur by hand.